Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 325 mg/dl, 59 mg/dl, 86 mg/dl, 66 mg/dl and 103 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter alleged that within 10 minutes of the 103 mg/dl result, other results of 64 mg/dl and 72 mg/dl were also obtained on the same system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.